Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tubing disconnected from the bifuse and leaked. The was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing set disconnecting and leaking was confirmed. Visual inspection showed that the male luer spin lock was missing from the primary tubing set. Functional testing was not applicable. The cause of the disconnection and leak was the breaking/falling off of the male luer spin lock. The root cause of the male luer lock breaking/falling off could not be determined.

Event description:
The customer reported that tubing disconnected from the bifuse and leaked. There was no report of patient harm.